Manufacturer narrative:
Concomitant product(s): product ID: 388928, lot# unknown, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the system was scheduled to be explanted on (B)(6) 2016. It was noted the patient had a metal allergy, but the obvious relationship was unclear.

Event description:
Additional information received reported 4000 ohm impedances.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient had an infection at the pocket after implant and it was observed "before 1 month." Wound dehiscence was also noted. The physician did not think it was serious. The patient was to remain under observation and the procedure to remove the system was scheduled for (B)(6) 2016. The patient's underlying disease was fecal incontinence.

Event description:
Additional information received confirmed the system was removed on (B)(6) 2016. The event was assessed as severe as it resulted in prolonged hospitalization for treatment. Ultimately, the patient recovered on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.